Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and pub back into service.

Event description:
The customer described a system lockup situation. There are no reports of patient injury or death associated with this event.